Manufacturer narrative:
The insulin pump was received with a motor error alarm during rewind due to a motor encoder signal out of phase. Unable to perform functional testings including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests due to a motor error alarm. The unit had cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the insulin pump was exposed to an MRI. The customer's blood glucose level was unknown. The customer's device was replaced and returned for analysis.